Event description:
Hospital stated, "retained guidewire. Date of actual retention unknown at this time. She has had two central lines placed. One on july 16th, 1992 on a previous admission. The x-ray report does not note a retained wire. She had another placed 8/12/92. While reading the x-ray for plsacement it is noted 1. Correct placement 2. An additional opaque wire tip etc."device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.